Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the display of the infusion device is partial or erroneous. The pt changed the power pack and was unable to resolve the issue. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. No further info is available. The infusion device was replaced and requested to be returned for eval.